Event description:
It was reported that when the pt was implanted, the implant circuit had not continuity. A revision was performed. No pt symptoms or outcome was reported. Additional info has been requested, but was not available as of the date of this report.